Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was noise present on the atrial channel. The noise appreared to be due to clavicular crush.